Manufacturer narrative:
Analysis of the pump revealed no significant anomaly, pump exterior impact dents-did not affect post explant pump performance. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen, dose and concentration not reported, via an implantable pump. The indications for use were intractable spasticity and other spasticity. The patient had an MRI on (B)(6) 2017 and the pump stopped and then started again but ever since the patient has had difficulty walking and increased tightness. Per the healthcare provider the patient was admitted to the hospital on (B)(6) 2017 due to the symptoms. The healthcare provider wanted to have the pump interrogated to see if it¿s working. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Interrogation of the pump determined it was used to infuse baclofen 2000.0 mcg/ml at 560.8 mcg/day. If information is provided in the future, a supplemental report will be issued.